Manufacturer narrative:
The account provided a picture of the broken composite sling bar hook. Previous investigations show that the most probable cause for the composite hook to break is a load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift. Further in the instruction for use for likorall 250 (7en120115 rev. 11) it is stated together pictorial description: lift correctly. Before each lift, make sure that: the sling loops at opposite sides of the sling are at the same height. All the sling loops are fastened securely in to the slingbar hooks. The slingbar is level during the lift, see figure 1. If slingbar is not level (see figure 2) or if the sling loop(s) is(are) wrongly attached to the slingbar (see figure 3) lower the user to a firm surface and adjust according to the instructions for use of sling in use. Should these instructions be followed, the risk if a composite hook breakage is remote. The slingbar has been replaced at the account and the account has been informed about the instructions in the IFU. Based on this, no further action is required.

Event description:
Hillrom received a report from the account stating the slingbar broke off. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).